Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical obtained additional information. The erbe did fault when initially powered on for the procedure. The erbe generator was replaced by the intuitive specialist.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis. The iesu was placed on a system and was run in normal mode. C-34 error occurred at start and mono coag activation. There were also scratches at the top of the cover. Heat sink paint completely faded. Root cause is attributed to the measurement value for the hf voltage was too small.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the erbe generator was faulting. The intuitive technical support engineer (tse) reviewed the system logs and found c-34 errors. The customer stated that c-00 errors also occurred. The customer elected to use a force triad generator and continued the case with it. There were no reports of patient injury. The issue was escalated to intuitive field service. The procedure was completed as planned.